Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a reading of 1200 mg/dl. The customer stated that she changed the infusion set either the day of the event of the day prior. The customer has since stopped insulin pump therapy. Nothing further was reported.